Event description:
Tibial implant loosening was reported. Revision of the tibial implants occurred.

Manufacturer narrative:
Tibial implant loosening was reported. Revision of the tibial implants occurred. Review of the device history record indicates that the device was manufactured to specification.